Manufacturer narrative:
Customer did not report type super absorbency tampon lot number and no longer has the package; therefore, the honey pot company's investigation efforts are limited. If further product information becomes available that enables the honey pot company to investigate with the manufacturer further and information from the investigation is attributable to this complaint, then form 3500a will be updated with that information.

Event description:
On 29-oct-2024, this report was received from a consumer via email regarding a female consumer (age not provided) from the united states. On an unspecified date the consumer inserted a the honey pot tampon. After insertion, when the consumer pulled the plastic applicator out, the top was broken off. She noted that there was a piece of plastic retained. No additional information was provided.